Manufacturer narrative:
No radiographs confirming the event have been received. The device remains in-situ and no further evaluation of the product can be completed at this time. The root cause of this reported event has not been determined; however, the duration from initial surgery to event suggests the possibility of a nonunion condition that may have contributed to the reported event. "Potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of the implant component(s). Remians in-situ.

Event description:
On (B)(6) 2015, a male patient underwent a posterior cervical fixation procedure from c2-t2. In (B)(6) 2016, a CT scan showed that two screws at c2 were beginning to fracture. In (B)(6) 2016, a CT scan confirmed both screws at c2 had fractured. No revision surgery is planned.